Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No conclusion code available. Evaluation description included. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert for charge time limit was reached was observed via remote transmission. Patient was asymptomatic. Patient was brought into the clinic and manual capacitor maintenance performed. Extended charge time was observed. The device was explanted. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.